Manufacturer narrative:
The carb-bite heaney nh 8-1/4 (121210 ) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; device history record (DHR) was reviewed and no abnormalities related to the reported issue were identified. A definitive root cause could not be determined. The issue of breakage may be the result of rough handling/environmental damage or wear over four years of use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
E1/full reporting facility name: (B)(6) . An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following information was reported via medwatch/uf/importer report # (B)(4). "Narrative from staff: during surgery the surgeon noticed that a piece of the needle driver had broken off into patient's vagina while suturing the vaginal cuff during a total laparoscopic hysterectomy. The piece was retrieved, and the instrument and broken piece was immediately taken off the field. Original intended procedure? : total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy preexisting characteristics that may have contributed to the event: morbidly obese; surgery" it was subsequently reported that all broken parts of the carb-bite heaney needleholder (121210) were recovered. It was reported that an x-ray was not necessary as staff was able to retrieve all pieces. Following the event, the broken device was removed from the sterile field and provided to risk management. The procedure was completed as normal. No patient harm or surgical delay occurred as a result.